Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they just got out of the hospital. Agent asked if it was anything related to their implant and patient stated that one of the incision sites split open. The patient added "it opened up a little bit". The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement "they just got out of the hospital", the hcp confirmed that the patient was hospitalized from (B)(6) 2026. The hcp stated that they called patient and confirmed that they were being followed by home health